Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the unit shutdown after 62 minutes when testing batteries. The fse replaced the batteries and the unit passed all functional and safety tests.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that during routine check by hospital personnel, the cs300 intra-aortic balloon pump (iabp) battery is not running long enough. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.